Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg was tilted and she was having difficulty charging the ipg; the charging process was taking longer. The sjm rep met with the pt and the pt had requested a non-rechargeable replacement. F/u identified the physician was to undertake the surgical intervention at a future date.